Event description:
Adult ICU pt was on a dopamine drip for blood pressure issues. B/p stabilized and the drug was turned off. The pt became hypertensive and the nurse noted that the dopamine drip was free-flowing when the pump was turned off. Drip was disconnected. The pt was started on nitroglycerin and nipride to decrease the blood pressure. About an hour later, the b/p stabilized and the nipride was discontinued. The nitroglycerin was stopped the next morning. Investigation showed that the pump tested within specifications. The event log contained no progamming errors. The IV adminsitration set showed crush marks on it that would suggest that the set had been misloaded with the upper fitment placed in front of, instead of into, the upper well on the device. A safety alert has been issued to all customers concerning this issue. Proper loading, as per the directions for use manual, of the set into the device will prevent this issue. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.